Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 modular cable confirmed wire damage that would have caused the reported pump stops and associated alarms observed in the submitted log files. Review of the submitted and downloaded controller event log files captured several transient pump stops associated with atypical driveline disconnect alarms on (B)(6) 2025. The pump stops lasted approximately 3-16 seconds each and were also associated with left ventricular assist device (lvad) off, low flow hazard, and low speed advisory alarms, as well as com_a, com_b, pwr_a_broken, pwr_b_broken, and low pump current fault flags. Following each pump stop, the pump appeared to ramp up to the fixed speed and resume operation without issue. No other notable events were captured. The heartmate 3 modular cable, lot number 7934600, was returned in used condition. No signs of damage (cuts, holes, tears, etc.) Were observed in the outer jacket, as well as in the inline and controller connector bend reliefs. The inline and controller connector pins appeared unremarkable. The modular cable was connected to a test pump cable and operated on a mock circulatory loop using a test pump for approximately 20 hours. The reported alarms could not be reproduced. The modular cable was then tested to evaluate the integrity of its wires. The modular cable did not pass electrical testing. After functional testing, the underlying driveline wires were inspected under a microscope. Breaches in the insulations of the red, orange, and brown wires were observed approximately 3.5¿ from the controller connector, with the black wire completely fractured at this location. A breach in the insulation of the green wire was observed approximately 7.0" from the controller connector, and breaches in the red, yellow, and orange wire insulations were observed approximately 15.0" from the controller connector. All wires revealed exposed conductors at these locations, which would have caused the reported pump stops and associated alarms. The observed damage appears consistent with repetitive flexing of the cable over time. Visual and microscopic inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The relevant sections of the device history records for modular cable, lot # 7934600, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 10 of the patient handbook, ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvas, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with low flow, pump stop, and driveline disconnect alarms on the night of (B)(6) 2025. The pulsatility index (pi) was intermittently not visible on the system controller screen. The controller and modular cable were replaced. Chest and abdominal x-rays were ordered. Following review, log files captured persistent low speed, low flow, and connect driveline alarms. The pump was observed ramping up to the fixed speed and then dropping to zero. Most events lasted approximately 3 to 4 seconds, with some extending longer. The site stated that no electrostatic discharge (esd) occurred and that the patient was sitting on the side of the bed after taking medication with grapefruit juice and a tuna fish sandwich when the events began. No alarms were noted when the patient laid down, and the patient was confirmed to be using a regular mattress at home. The alarms were noted only when sitting or standing. The cause of the alarms was not identified. The alarms resolved on a new controller.